Event description:
It was reported by the nurse manager that the product was used in a laparoscopic appendectomy. It was reported that the atw35 would not fire. Another reload was used and the reload fired without a problem. There was no consequence to the pt.